Event description:
While wearing the external equipment, the patient reportedly experienced an overly loud sensation followed by no sound perception. The patient was seen at the center. Testing performed confirmed that the device was not functional. Surgery has been scheduled to explant the device.